Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis avantic gen2 system. During a procedure, the customer reported a very bright, high contrast image. Additionally, the customer observed a burning smell from the monitor trolley. The procedure was completed with the available functionality, however, the patient received a higher dose than expected. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. A siemens service engineer inspected the system and determined the system works as specified. The customer has not reported any further concerns and the manufacturer is not considering further actions resulting from this event.